Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿twenty-year survivorship of a cemented mobile bearing total knee arthroplasty¿, written by david j. Milligan et al, published in the knee 26 (2019) 933-940 https://doi.org/10.1016/j.knee.2019.06.004 and was accepted 1 june 2019, was reviewed. The purpose of the study within the article was to evaluate clinical outcomes and survivorship of a single center patient cohort undergoing cemented mobile bearing tka with a minimum 20-year follow-up. Only depuy products were utilized. Cement manufacturer was not mentioned. There were 487 patients with 542 knees that were followed-up with at three, 12, 60, 120 and 240 months postoperatively. There were 189 males and 353 females. The article provides patient identifiers outlined in table 3 (revisions) and table 4 (reoperations) for 26 patients with description of gender, which knee, date of operation, date of revision or reoperation, details and outcome. The article also provides radiographic images in figure 2 for visual purposes. Depuy product used: low contact stress (lcs) universal non-posterior stabilized rp tka of 66 knees that were x-rayed at the 20-year follow-up review, only one knee showed evidence of a radiolucent line underlying the tibial component. Patient specific adverse events (gender, r/l knee, date of initial operation, details of revision/reoperation, date of revision/reoperation and outcome): patient 5: female, left tka; doi: 6 december 1995; pain-patellar resurfacing; dor: 24 october 2001; no better after revision (never happy after primary knee, and not happy after resurfacing).

Manufacturer narrative:
(B)(4).. Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient (B)(6): female, right tka; doi: (B)(6) 1995; manipulation under anesthesia (mua) on (B)(6)1995; improvement (slight)¿pre-op rom 5-65 degrees, mua to 100 degrees, long term flexion to 70 degrees.